Manufacturer narrative:
The device involved in the reported event is not in commercial distribution under a premarket notification registered with FDA, as the device in the received complaint is distributed in japan only. For this reason, a us UDI for this catalog number is not applicable. This report is being submitted as there is an equivalent device marketed in the us. There are four devices impacted by this complaint and a separate MDR has been submitted for each device. This complaint is currently under investigation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
On 29th may 2026, the manufacturer's (B)(6) reported that during incoming inspection, foreign matter was identified within the sealing area of the primary packaging. This deficiency was found prior to use. The device had not yet entered into the distribution stage to the end user (i.e. Being put into service), so there was no health impact to the end user.